Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of one device opened by the account. This evaluation was based on a technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, and an evaluation of the returned device. The jaw gap was measured and met specifications. The visual inspection of the device noted witness marks from the needle tip impacting the beveled wall surrounding the needle receptacle. Some plastic shearing of the toggle switch was noted. The visual inspection of the needle noted witness marks around the loading slot. The visual inspection of the broken needle noted witness marks on the cone. A pmv needle was loaded onto the device. The needle was found to function properly when applied through layers of test media. Pressure was exerted on the needle in all directions and from both sides of the jaw to simulate clinical conditions. No difficulty was experienced in loading, unloading, or toggling the needle. Replication of the broken needle may occur when the needle is not loaded properly or when the needle is forced into an obstacle. This condition may also occur if excess pressure is exerted on the needle or the attached suture while the jaws are in the open position. In these situations, the needle may flex and ultimately break. Testing of the returned product confirmed the product met quality release specifications that were tested regarding the reported conditions. A review of the device history record indicates this device lot number was released meeting all medtronic quality release specifications at the time of manufacture. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.

Event description:
According to the reporter, during a sleeve gastrectomy procedure the device got stuck and made cracking sound. The device was correctly loaded, but the was not able to sew the tissue. The second and third device also had the same issues. In order to solve the problem, the patient was sutured manually. Surgery time was not delayed by more than 30 minutes. There was no tissue loss or damage. There was no bleeding.